Event description:
It was reported that the patient presented in the ER in an unconscious state. The paramedics stated that the monitor showed vt and external defibrillation was administered. Review of egms showed a slow vt at about 150 bpm. The vt was outside the programmed vt zone. Egms also showed intermittent beats falling in the vf zone that appeared to be oversensing or noise. The egms showed that the patients rhythm returned to sinus before any device therapy was given. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.